Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon was inserting a nail gamma and he noticed that he was screwing outside the nail, and he also noticed that the target sleeve was having a crack.